Event description:
Lap chole - "dr (B)(6) said that the clip applier fired the first few clips with no problems. Later, during a loading phase, the black jaws of the clip applier were ejected from the clip applier. Dr (B)(6) said there were no injuries; however, he feels this could be a life threatening issue."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.